Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
What is go-inventory? A tool that enables me to manage request & view both product & inventory within my accounts & across the depuysynthes product range. If she was aware of the broken instruments at the time they were entered into "goinventory" in the month of april, or if a non-j&j employee entered that information, and the sales specialist became aware of the product malfunctions only later when she submitted her complaint information on (B)(6) 2021 I am assuming when you use the term ¿she¿ you are referring to me & not the customer? If you are referring in the context to me I am a ¿male¿ it was report directly after the customer reported the product as damaged in april. The complaint was not submitted on the (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify, any product contribution to the reported event with the information provided. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history review: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received confirmed that the cup impactor's handle broke.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the product has worn out.